Manufacturer narrative:
Unit received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low batt alarm due to failed batt test. Unit had broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a low battery alert and failed battery test. The customer¿s blood glucose was unknown. The customer stated that there were cracks on the battery compartment. The device will be returned for the analysis.